Event description:
It was reported that there was foreign material in the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foreign material in the sterile packaging.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: component that should not belong in the package was found. It was noticed when opening the package during the surgery. The probable root cause/s could be improper cleaning process, qc incoming, and in-process inspections. The material was not removed during cleaning process. The failure mode will be monitored for future reoccurrence.